Manufacturer narrative:
(B)(4) per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the initial valve placement was slightly higher than intended, causing the top of the stent strut on the 29mm sapien 3 to put a small hole into the aortic root just below the stj. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deploying a 29mm sapien 3 via transfemoral approach in the aortic position the patient appeared to be stable with trace to mild pvl assessed by aortogram. The valve was positioned 80:20 aortic/ventricular. However, tte assessment revealed no pvl but a moderate effusion. The patient's blood pressure then slowly started to drop. The team then decided to perform a pericardiocentesis to drain the blood. A significant amount of blood was drained from the pericardiocentesis and continued to drain. Multiple units of blood were then administered. Inotropes were also given and the patient was put on pump. The team then decided to open the patient's chest to get a better visualization of where the bleeding was coming from and gain control. Once the patient's chest was opened it appeared that the top of the stent strut on the 29mm sapien 3 put a small hole on the aortic root just below the stj. The team then decided to remove the 29mm sapien 3, implant a surgical valve and repair the small hole created by the valve frame. The patient was in critical but stable condition post procedure. The perceived root cause indicated the top of the stent strut on the 29mm sapien 3 put a small hole into the aortic root just below the stj. The final positioning of the valve was 80:20 a/v. Intended position was 70:30 due to the narrow stj.